Event description:
A patient reported to bioform that they developed nodules and white bumps after being injected with radiesse in their upper and lower lips. They also reported bleeding at the injection site. In august 2005 patient reported that their condition has not changed, but they have decided to wait approximately one year before deciding if they will have surgical intervention. Patient said that one surgeon told them that the radiesse will resorb. Another surgeon told them it will not resorb. Patient said that the area where the radiesse is located hurts when they apply pressure.